Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the tubing jammed in the raceway of the s3 roller pump during a procedure. The tubing was cleared and a backup pump was used to complete the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group a report that the tubing jammed in the raceway of the s3 roller pump during a procedure. The tubing was cleared and a backup pump was used to complete the procedure. There was no report of patient injury.